Event description:
During the review of the patient's programming history available in house, a programming anomaly was observed. On (B)(6) 2010, the patient's generator was interrogated and diagnostics were performed, however no final interrogation was performed to ensure that the patient's settings were not changed. On the next available date (B)(6) 2010, the patient was initially interrogated and found to be at un-intended settings. It is likely that the systems diagnostic test performed on (B)(6) 2010 was incomplete, resulting in a change to the patient's settings that was not corrected during that visit. The patient was re-programmed on (B)(6) 2010; however the patient's magnet mode settings were not corrected until the patient's appointment on (B)(6) 2010.

Manufacturer narrative:
Analysis of programming history.